Event description:
Peripheral IV inserted with 6" extension set and injection cap applied. Unable to obtain blood return from injection cap. Injection cap removed. Direct connect to extension set, blood return obtained.